Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated prog results is sample aspiration malfunctions. A siemens healthcare diagnostics customer care center representative evaluated the aspiration pressure profiles from the instrument logs at the time of the discrepant results and noted the issue between 10:00 and 11:46 am. The profiles did not show problems after this time interval during which the three patient samples were run. The most likely cause was a sample fibrin clog that cleared after this time interval. No further evaluation of the device is required.

Event description:
Falsely elevated progesterone (prog) results were obtained on patient samples on the dimension vista instrument. The results were reported to the physician. The samples were was later questioned and repeated on the same dimension vista system and lower results was obtained concordant with the patient's clinical history and corrected results were issued. It is unknown if patient treatment was altered or prescribed on the basis of the initial falsely elevated prog results.. There was no report of adverse health consequences as a result of the initial falsely elevated prog results.